Manufacturer narrative:
The events occurred on an unspecified date in (B)(6) 2019. Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home hemodialysis patient experienced an anaphylactic reaction with ¿collapse¿ and bradycardia after treatment with polyflux 17l dialyzer. It was not reported at what point in treatment the events occurred. There was no report of medical intervention or treatment discontinuation reported. At the time of this report, the patient outcome was not reported. No additional information is available.